Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-00111, 1627487-2016-00112 and 1627487-2016-00114 .

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-00111, 1627487-2016-00112 and 1627487-2016-00114. Follow-up revealed one of the patient's leads was explanted and replaced on (B)(6) 2016. It is unknown which lead was explanted. The issue was resolved by surgical intervention.